Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (suspend) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 09/29/2014 with the following findings: the pump booted to the verify screen with both vibratory and audible features functioning properly. A rewind, load and prime sequence were successfully completed with no issues. A 1.0 unit/hour program was executed in the pump for a 24 hour duration period. No self suspending occurred during this time period. No hypersensitive keys were observed on the keypad. The pump was able to be manually suspended and manually resumed with no issues.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.